Manufacturer narrative:
The drainage bag and patient line tubing were returned unopened. The returned lumbar catheter was patent. However it did not meet the requirements for leak testing due to a tear observed approximately 16 cm from the distal end. It is unknown how or when the damage occurred. The catheter also met all of the requirements for the tensile strength and ultimate elongation tests. The instructions for use (IFU) that accompany the device caution that ¿low tear strength is a characteristic of most unreinforced silicone elastomer materials. Care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks or tears.¿ the IFU also cautions that ¿to avoid possible transection of the catheter, the catheter should never be withdrawn through the tuohy needle. If the catheter needs to be withdrawn, the tuohy needle and catheter (with guidewire, if used) must be removed simultaneously.¿ a review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the catheter was found to be broken pre-operatively. According to the report, the doctor replaced the catheter with a new one to complete the surgery. Reportedly, there was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.